Event description:
Response to medwatch # (B)(4). Skytron has reached out to both the distributor in the area and to the facility. The distributor reported that they were not informed of an issue with the surgical table involved in the incident. The facility reported that the failure occurred during a case but no injuries were reported. The case was able to be completed as scheduled. After the case, the table was removed from service, repaired and put back into service by the facility's chosen service provider. Skytron requested service records for the table from the facility but they are unwilling or unable to provide them. The distributor has not performed any service or preventative maintenance on the table.